Event description:
Reporter stated that patient's blood glucose measured 29.0 mmol/l and 31.9 mmol/l on the advantage iii system. Based on these values, patient reportedly self-treated with insulin (amount and type not provided). An unspecified time later, patient felt shaky and was unable to walk. Emergency medical services were summoned and, upon their arrival, patient's blood glucose measure 6.1 mmol/l (on paramedics' device). Reporter stated that patient was given lemonade and jelly beans. No additional treatment was received. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in another country.